Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was advanced within the patient and placed on the leaflets. After deployment, the mitraclip was visualized to be opened to approximately 5-10 degrees. A perforation of the posterior leaflet was visualized. The procedure was discontinued, the final mr was reduced to grade 3. There were no clinically significant delays reported.